Event description:
It was reported that post a stenting treatment procedure, thrombotic instent restenosis occurred. In (B)(6) 2006, the patient initially presented with ischemia and a positive stress test. Vascular access was gained via the right femoral artery. A non-bsc guide wire was advanced across the distal right coronary artery (rca). Direct stenting was performed with a non-bsc 2.5x8mm stent at 16 atms for 60 seconds. Two post-dilation inflations were performed at 16-20 atms for 32-43 seconds each. Beyond the stent there remained 50% stenosis, and a second non-bsc 2.75x13mm stent was positioned in a telescopic fashion with in the distal portion of the stent extending distally. This stent was deployed at 13 atms for 54 seconds and several inflations between 13-15 atms for up to 45 seconds. Withdrawal of the stent delivery balloon and repeat imaging revealed a minor narrowing distal to the second stent. A third stent, 2.75x8mm taxus drug-eluting stent was positioned in a telescopic fashion through the second stent. This stent was then deployed at 12 atms for multiple inflations ranging between 21 to 35 seconds. The mid lad lesion was then direct stented with 2.5x24mm taxus express2 stent at 10 atms for 4 inflations from 27-34 seconds. The patient tolerated the procedure well. In (B)(6) 2007, the patient presented with decreasing exercise tolerance and nuclear stress testing which revealed reversible ischemia. Vascular access was gained via right femoral artery. A choice pt2 ms guide wire was advanced through the thrombotic occlusion of the stents to rest in an early branch of the posterior descending artery. A non-bsc 2.5x20mm balloon was brought into the stents and several inflations were performed at 8-10 atms. Repeat imaging revealed re-establishment of anterograde flow into the distal rca. All three distal vessels were poorly visualizing. The balloon was removed and a guide wire exchange was attempted; however, the guide wire was unsuccessful at passing into the distal rca so the choice pt guide wire was advanced. It was noted that the posterior descending artery was subtotally occluded at its origin. With difficulty, it was possible to insert the 2.5 balloon at the origin of the pda and with several inflations reestablish flow. The balloon was advanced down the guide wire and flow was also re-established into the distal posterolateral (pl) branches. The patient began having chest pain, his blood pressure climbed, and the pda was occluded and then the pl branch was absent and presumed occluded. The patient was treated with medications. Additional intervention was made with the pl branch to re-establish flow. A second 2.5mm balloon was positioned just distal to the first pl branch for further inflations, which re-established flow into the distal pl branch. Throughout the case, it was noted that there was a linear dissection at the acute margin from earlier re-establishment of vessel continuity at the 100% occlusion. Flow had been re-established throughout all 3 distal vessels, and a bare metal non-bsc 3.0x23mm stent was placed at the acute margin at the site of the dissection. The stent was then deployed at up to 15 atms. Repeat imaging revealed an excellent result. In (B)(6) 2007, the patient had an additional intervention for isr of the stent placed in the acute margin site of dissection with placement of another non-bsc bare metal stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).